Event description:
It was reported that the light source would shut down automatically during multiple procedures. There were no reports of delays or patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause for ''unit would completely shut off by itself'' could not be determined. Olympus will continue to monitor field performance for this device.